Event description:
Upon attempts by the physician to remove the guidewire after use in the insertion of a multi lumen catheter, the guidewire did not remove but the outside wire had partially unravelled. The entire wire was removed. We do not fell this event contributed to the patient's death. We do not have the outside wrap which contaions the lot number, hence all lot numbers of catheters within the unit are givendevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failure occurred but not related to event, other. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service, invalid data. Invalid data - on device destroyed/disposed of status.